Manufacturer narrative:
The field service engineer found there was an issue with the reagent pack. He cleaned and adjusted the reagent probe, as a white crust was present. The customer loaded a new reagent pack and performed calibration, qc, and precision testing. Based on the information provided, the investigation was unable to determine a specific root cause. The investigation determined the issue was resolved by the service and customer actions.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant albumin gen.2 (miroalbumin) results for urine samples from the cobas c 503 analytical unit. The samples were repeated on the same analyzer and then another cobas c 503 analytical unit. Sample (B)(6) initial result was 98.6 mg/l, and the repeat results were 20.8 mg/l and 3.3 mg/dl with a data flag (reported as <12.0 mg/l). Sample (B)(6) initial result was 32.4 mg/l, and the repeat results were 5.28 mg/l with a data flag (reported as <12.0 mg/l) and 4.12 mg/l with a data flag (reported as <12.0 mg/l). The repeat results from the other analyzer were believed to be correct.